Manufacturer narrative:
The complaint of leaks at the insertion site is confirmed. Multiple leak sites were identified during hydraulic pressurization of the catheter. One leak site appears as a spraying leak the other leak site is seen as small bead of water. All the leak sites are found in the same general location distal to the surecuff. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or scalpel, however the exact mechanism of damage is undetermined. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A chr of lot# husc 1658 showed no other product complaints from this lot number.

Event description:
A leak was observed emanating from the needle insertion site of the subcutaneous skin when blood aspiration was being confirmed. The sample was damaged in several places.